Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the initial reporter confirmed that both ports for bipolar and the monopolar was functioning correctly. The generator worked during the case. The procedure was completed robotically in its original configuration with the current e-200 generator. The operation was not prolonged by 31 minutes or more as a result of this issue. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that the clinical territory associate (cta) informed the technical support engineer (tse) that the energy cable ports were loose and the energy cables were falling out of the e-200 generator. There was no report of patient involvement or patient injury. Isi followed up with the customer and obtained the following additional information: the customer informed the unit was replaced a couple weeks ago.